Event description:
Reportable based on device analysis completed on 20dec2023. It was reported that stent damage occurred. The target lesion was located in the calcified proximal left anterior descending artery. A 38 x 3.00 promus elite drug-eluting stent was advanced for treatment. When the physician tried to negotiate the device into the lesion, strut damage was observed. The device was removed, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable. However, returned device analysis revealed stent moved off the balloon.

Manufacturer narrative:
The promus elite ous mr 38 x 3.00mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Multiple kinks were noted along the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Visual examination of the stent found stent struts stretched and lifted throughout the entire stent. Microscopic examination of the stent found stent struts stretched and lifted throughout the entire stent and moved off the balloon. The stent was moved proximally down the delivery system and was not between the marker bands. The stent outer diameter could not be taken due to the extensive damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. No other device issues were noted.